Event description:
This report is being filed after the subsequent review of the following journal article: minimally invasive fixation of type b and c interprosthetic femoral fractures. Ehlinger, m., czekaj, j., adam, p., brinkert, d., ducort, g., bonnomet, f. (2013) minimally invasive fixation of type b and c interprosthetic femoral fractures. Orthopaedics traumatology: surgery & research 99, 563-569. This was a retrospective study of eight consecutive patients (7 women, mean age of 78 years) from january 2004 to may 2011 with interprosthetic fractures. During this period, all interprosthetic femoral fractures were treated with a titanium large-fragment locking compression plate (lcp, synthes). There was a single mechanical complication, consisting in early construct failure after 3 weeks for a (B)(6) female patient. This complication was ascribable to technical weakness with an insufficiently secure construct and required revision surgery via a conventional approach on a traction table. This report is 1 of 1 for (B)(4). This report is for an unknown locking compression plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Ehlinger, m., czekaj, j., adam, p., brinkert, d., ducort, g., bonnomet, f. (2013) minimally invasive fixation of type b and c interprosthetic femoral fractures. Orthopaedics traumatology: surgery & research 99, 563-569. This report is for an unknown locking compression plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.